Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that screen appeared to be "blacked out", and customer requested assistance filling their cannula. Customer declined further troubleshooting with tandem technical support, and stated they would disconnect from the site and perform the load process again. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.